Event description:
Consumer reported complaint for high and erratic blood glucose test results. The customer is concerned with test results from results obtained of 289, 297, 276, 362, 307mg/dl. The customer¿s expected blood glucose test result ranges are 180mg/dl am fasting and 198mg/dl pm fasting. At the time of the call the customer reported having a headache; medical attention was not needed at the time. During the call, a blood test was performed by the customer non-fasting and produced test result of 316mg/dl using true metrix meter. The product is stored according to specification. The test strip lot manufacturer¿s expiration date is 11/15/2023 and test strips were opened on day of call. The meter memory was reviewed for previous test result history: result 1: 289 mg/dl, date: (B)(6) 2022, time: n/a, fasting/non-fasting unknown; result 2: 297 mg/dl, date: (B)(6) 2022, time: n/a, fasting/non-fasting unknown; result 3: 276 mg/dl, date: (B)(6) 2022, time: n/a, fasting/non-fasting unknown; result 4: 362 mg/dl, date: (B)(6) 2022, time: n/a, fasting/non-fasting unknown; result 5: 307 mg/dl, date: (B)(6) 2022, time: n/a, fasting/non-fasting unknown;

Manufacturer narrative:
Internal report reference number: (B)(4). Test strips were not returned for evaluation. Meter was returned. Product evaluation has been completed. Reported defect not reproduced on returned meter. Added most likely underlying root cause. Retention strip lot tested within specifications. Most likely underlying root cause: mlc-058: user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test. Note 1: manufacturer contacted customer in a follow-up call on 21-jun-2022 to ensure the customer's condition had improved - able to establish contact with customer who stated she was currently having symptoms of blurry vision and nausea. Customer stated that due to feeling nauseated/tired and still having a headache she had gone to the hospital on (B)(6) 2022. Customer's blood glucose test result at the hospital was 375mg/dl (undisclosed if fasting/non-fasting). The diagnosis was high blood sugar and customer stated that she was given fast acting insulin. Customer stated that when she left the hospital on the same day, her blood glucose was 180mg/dl and she was advised to follow-up with her pcp. Note 2: manufacturer contacted customer in a follow-up call on 23-jun-2022 to ensure the customer's condition had improved and the replacement products resolved the initial concern - able to establish contact with customer who stated she did not currently have any diabetic symptoms and the replacement products resolved initial concern.